Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection revealed the outer insulation of the lead to be twisted. Electrical testing did reveal any indication of an internal short. X-ray inspection revealed the inner coil to be over torqued consistent with procedural damage. The cause of the damaged inner coil is consistent with procedural damage. Additional electrical testing revealed the impedance to be within specification. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, high pacing impedance, low capture threshold, and high sensing on the right ventricular (rv) lead were noted. The lead replaced, and the patient was stable with no adverse consequences.